Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report exposed wires near the tactile alarm. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. As received the cable running from the distribution node to the rear two wire therapy electrode was ripped from the distribution node, exposing wires. In addition, the cable running from the distribution node to electrode nodes c and d was ripped from the distribution node, exposing wires. The cause for the damaged cables cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.